Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that many bubbles of air in the blue tubing and caused no vacuum during a procedure. The product was replaced and procedure completed with no patient harm. Picture of the bubbles in tubing provided. One of two from this facility. Sample in transit to manufacturing site.

Manufacturer narrative:
Additional information provided. This is one of four complaints for the finish goods lot for this reported issue. The device history record review shows the order was built and released per specification. The returned sample was visually inspected and it was found that a cassette was not returned, only the manifold was returned. The manifold was functionally tested with a cassette from lab stock and passed testing. The sample passed priming and no bubbles or air was found during testing. The root cause of the customer's complaint could not be established; the returned product met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).